Event description:
Boston scientific crm received information that this patient underwent two aborted surgical procedures due to high rate pacing. It is unknown what the procedures were for, but at each attempt it was noted that the device pacing at a high rate may be related to interference between the device and other hospital monitoring equipment. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.